Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center manager reported multiple over corrections following refractive surgeries. Additional information has been requested.

Manufacturer narrative:
During an onsite visit, the fse (field service engineer) performed system verification due to customer reporting over-correction of astigmatism. System operating to specifications. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).